Event description:
It was reported that a new ilet user changed a cartridge and infusion set, received an occlusion alert, and did not address it until the following day, at which time she detached the cartridge from the anchor, confirmed drops were present, and the occlusion cleared; her blood glucose was affected, trending high with a reported peak of 356 mg/dl and remaining above target for at least 12 hours, without back-up therapy or ketone testing and without medical intervention. Symptoms included hyperglycemia without acute complications. Outcomes included transient impact to blood glucose control without hospitalization or long-term impairment. Investigation included troubleshooting by customer care to verify flow at the cartridge connection. Investigation of this case revealed that the occlusion condition resolved after confirming flow and reattaching the set, with no device malfunction confirmed. It was concluded that the cause of the hyperglycemia was unclear and the event resolved after clearing the occlusion indication. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.